Manufacturer narrative:
The device was returned for evaluation. The analysis indicated that the hand-piece would not run, motor seized. The pre-temperature test could not be performed due to the hand-piece being corroded. The device was disassembled and the housing and all internal parts, also the motor, wheel lock, and screws were all severely corroded due to dried saline. All the internal parts, seals, bearings, housing motor and cable had to be replaced. The unit was repaired, cleaned, tested and passed to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device was overheating, not spinning, and prompting error code 15 [stalling] there was no user/patient impact or injury.